Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When in investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during a vascular examination a technician wanted to move the monitors, and suddenly the monitors fell over and hanged on cables.